Event description:
Towards the conclusion of a lengthy surgical procedure, during which the microscope's light source was used at maximum intensity, burns were observed on that portion of the pt.'s skin which near the surgical site and had, therefore, been illuminated during the procedure. The procedure was completed without further incident, with the initial expectation that no after affects would occur. Later follow-up with the surgeon, however, disclosed that permanent scarring of the pt's skin had occurred. No other adverse effects were reported. The microscop and light source were examined by the hospital's biomedical department immediately following the incident and were found to be functioning properly. This is the first report we have had of such an incident, and which appears to have been caused by an unlikely cxombination of several factors, including the uniqueness and lenggth of the surgical procedure and the manner in which the device was used.